Event description:
Customer reportedly received the following results on the active system within 10 minutes: lo (less than 10 mg/dl) - undosed result, and 209 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was revised to address loosening of the femoral stem and dislocation.